Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy with prosima pelvic floor repair. It was reported that both gynecare tvt abbrevo and prosima was implanted into the patient on (B)(6) 2011 per operative report due to sui and pop, recurrent utis secondary to chronic cystitis and overactive urinary bladder

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent abdominal sacral colpopexy, right salpingo-oophorectomy, paravaginal suspension, burch colposuspension, cystoscopy and lysis of adhesions on (B)(6) 2012 due to lateral cystocele and pelvic relaxation secondary to vaginal vault prolapse and urinary urgency. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.